Event description:
The initial reporter stated service had been out for issues with the cobas integra 400 plus instrument. Service addressed the issue and calibration and qc were acceptable. The customer then noticed patient results drifting low when tested for na+ electrode (na+) and corrected reports had to be issued for 4 patient samples. Of the data provided for 4 patient samples, the results for 2 patient samples were discrepant. "Patient 2" initial result was 132 mmol/l. The repeat result was 141 mmol/l. "Patient 4" initial result was 133 mmol/l. The repeat result was 139 mmol/l. The initial results were reported outside of the laboratory and corrected "shortly afterwards." The na+ electrode lot number was 21514947 with an expiration date of 16-sep-2022.

Manufacturer narrative:
The field service engineer (fse) changed fluids, cleaned the wash station, replaced ise tubing, cleaned a probe and replaced the na+ and reference electrodes. Calibration data for na+ from before the event was not provided. The calibration data for na+ the day after the event was acceptable. Qc was acceptable. There is no indication of a reagent or instrument performance issue. "Clot detected" alarms were observed on the alarm trace data. These are indicators of possible poor sample quality. The customer has had no further issues since the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.